Event description:
During an iliac dilatation procedure, the catheter balloon ruptured after the fourth inflation. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications reported.